Event description:
The reporter states that the following blood glucose comparisons were obtained on the accu-chek inform system: 502mg/dl and 102mg/dl, "hi" (greater than 600mg/dl) and 85 mg/dl, "hi" (greater than 600mg/dl) and 182mg/dl, and "hi" (greater than 600mg/dl) and 182mg/dl. All aforementioned tests were obtained within 10 minutes. No reported actions taken or treatment rendered. No adverse event reported. The suspected product is unavailable for return; replacement was sent.